Event description:
Litigation papers allege in or about (B)(6) 2009, pt began to experience severe pain, discomfort, swelling and tenderness in his hip area. Pt was hospitalized and among other things was diagnosed with a severe infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Additional information: the patient underwent an exchange arthroplasty (B)(6) 2009. During the exchange arthroplasty, the depuy asr femoral head was replaced with another depuy asr femoral head.

Manufacturer narrative:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records the revision operative note confirmed infection. Only the femoral implant and sleeve were revised on (B)(6) 2009. The cup and srom stem/sleeve are already reported on (B)(4) for infection. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.